Event description:
Pt being treated for a fracture was implanted with a pfna and blade. Post operatively the nail was noted as broken at the proximal hole for the blade insertion. The pt was returned to the operating room for removal of the broken nail and revision to a new nail. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn at this time.